Event description:
It was reported that the pump shut off unexpectedly. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 763 mg/dl and a high ketone level identified as dangerous by healthcare provider. Additionally, it was reported that the customer had liver and kidney issues due to the reported event. The customer delivered a manual injection prior going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU which reportedly resolved the issue. At the time of the report with tandem technical support the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.